Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The customer complained of questionable inr results from a coaguchek xs meter serial number (B)(4). This medwatch will cover strip lot 36143823. For information on strip lot 35349723 refer to the medwatch with patient identifier (B)(6). At 9:39 pm using strip lot 35349723 the result from the meter was 5.2 inr. At 9:51 pm using strip lot 36143823 the result from the meter was 3.8 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer did not believe either meter result was correct. There was no allegation of an adverse event. The customer does not have hematocrit concerns, is not on heparin therapy, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, no changes in warfarin dosage, no new medications, no changes in diet, no new illnesses, and no unusual bleeding or bruising. The customer's meter and test strip were returned. Replacement products were sent. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.